Event description:
It was reported that saline leak occurred. A 1.50mm rotalink¿ plus was selected to treat the lesion. During preparation outside of the patient, it was noted that the saline leaked from the sheath and the device stalled from its rotation speed. The procedure was completed with another of the same device. There was no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).